Event description:
The customer called into technical support (ts) reporting that the device has battery failure error message. The device was being set up for use at the time the reported issue was discovered; however, there was no harm to the patient or user. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips¿s standards.